Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under general anesthesia. The patient was thin and did not have fat plane. The patient received short term androgen deprivation therapy (adt) for six months on (B)(6) 2023. The patient was planned for stereotactic body radiation treatment (sbrt). Upon the magnetic resonance imagining (MRI) the following processes were recognized. The hydrogel made his way into the venous plexus surrounding the prostate and gone down to a lower vein the apex of the prostate on the lower pelvic sidewall. The patient's physician was concern that the position of the hydrogel may cause an embolism that led to the patient's ischemia in the left eye previously report. However, the possibility was deemed unlikely unless the patient had a right left shunt in the form of a patent foramen ovule, which was not the case, therefore the patient's physician will do a follow-up to rule this out. The hydrogel was touching the urethra posteriorly and at the apex there appears to be a tiny rectal wall infiltration of the hydrogel. Therefore, the physician considered change from stereotactic body radiation treatment (sbrt) to moderate hypo fraction, but since the rectal wall infiltration was minimal, the patient's physician decided to continue with the sbrt. Additional information received on january 02, 2024: the patient's radiation therapy was delayed for 6 weeks. In that time, the patient underwent a colonoscopy, and full colon exam. The surgeon provided a photo of the patient's colon, an outline of the hydrogel was seen. No rectal wall infiltration or invasion into the mucosa was noted. The exam revealed that the patient has not developed any ulceration in the rectum. Since there was no ulceration on the scope, it was decided to continue with the stereotactic body radiation treatment (sbrt).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under general anesthesia. The patient was thin and did not have fat plane. The patient received short term androgen deprivation therapy (adt) for six months on (B)(6) 2023. The patient was planned for stereotactic body radiation treatment (sbrt). Upon the magnetic resonance imagining (MRI) the following processes were recognized. The hydrogel made his way into the venous plexus surrounding the prostate and gone down to a lower vein the apex of the prostate on the lower pelvic sidewall. The patient's physician was concern that the position of the hydrogel may cause an embolism that led to the patient's ischemia in the left eye previously report. However, the possibility was deemed unlikely unless the patient had a right left shunt in the form of a patent foramen ovule, which was not the case, therefore the patient's physician will do a follow-up to rule this out. The hydrogel was touching the urethra posteriorly and at the apex there appears to be a tiny rectal wall infiltration of the hydrogel. Therefore, the physician considered change from stereotactic body radiation treatment (sbrt) to moderate hypo fraction, but since the rectal wall infiltration was minimal, the patient's physician decided to continue with the sbrt.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.